Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the patient's onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The reporter stated that the patient took his usual dose of metformin 1 g and januvia 100 mg medication (including sliding scale) on (B)(6) 2015 at 10:00am and again at 5:00pm (metformin only) in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweating, lightheaded and shakiness" 24 hours after the alleged product issue began; however, she denied that the patient received medical treatment. At the time of troubleshooting, the csr noted that the issue was resolved with walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter claimed that the patient developed the symptoms of "sweating, lightheaded and shakiness" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.